Event description:
It was reported the patient had a loss of therapeutic effect. The patient did not think their implant was working. Therapy helped after implant, but stopped after an adjustment a couple of months later. Therapy got worse after every adjustment. Thirteen days later, the patient still had concerns regarding their device or therapy. They were working with a new healthcare provider. An appointment date of (B)(6) 2015 was noted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had their device implanted for over two years and they had an adjustment at least one time. The patient stated that it didn¿t¿ seem to be helping them at all and they had been back to their doctor many times but they just told the patient to try another adjustment. It was later reported that the patient reported no malfunction was suspected by healthcare provider as patient met with him (B)(6) 2015. The patient will continue to work with healthcare provider to try and increase therapeutic effect.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va03xeg, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).